Manufacturer narrative:
Acell is continuing to work with the physician to collect additional facts surrounding this report.

Event description:
Acell received a report from a physician that a patient developed rashes after micromatrix reconstituted by the physician with saline and lidocaine was injected into the scalp, neck, and chest. According to the physician, the patient had undergone the same procedure 2 or 3 times without any issues. Three days after the most recent procedure, the patient allegedly developed rashes. Patient has been treated with topical steroidal cream, medrol, and prednisone.